Event description:
Info received indicates the head section would not lower.

Manufacturer narrative:
The technician found that the left head gas spring was frozen. The technician replaced the left head gas spring to repair the stretcher.